Manufacturer narrative:
The device was retained by the customer and it is not available for evaluation. The device lot code is unknown. A review of the complaint trend analysis found no observed trends for issues of this nature. Two plain radiographs (oblique and lateral lumbar spine) were provided for review. However, given limited imaging provided, an accurate assessment of fusion status is not possible. It was given in the complaint description that the construct/hardware did not fail and no evidence of hardware breakage or pullout is evident of the radiographs. It was also reported that the hardware was removed due to the patient¿s small stature and screw protuberance was causing pain, to the point of almost coming through the skin in the lower back. Thinner patients, including those with less subcutaneous tissue in the lower back region, may experience irritation or pain from prominent hardware and this is noted throughout literature. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Additionally, in the absence of a product sample, lot number , or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
The devices were retained by the customer and are not available for evaluation. A follow up report will be filed upon completion of the investigation. Retained by patient.

Event description:
It was reported that the spinal hardware was removed due to the patient's smaller stature. The hardware was causing pain due to screw protuberance to the point of almost coming through the skin in the lower back. It was reported that the spinal construct/hardware did not fail. However, pain was reported to have been beyond the patient¿s tolerance level and the surgeon chose to remove the implanted devices. This medwatch report is being filed for the adverse event involving patient pain and the decision to explants the devices. The devices which made up the spinal construct and were removed are: expedium si polyaxial screws, 179712635 x 4. Expedium si polyaxial screws, 179712640 x 6. Expedium si set screws, 179702000 x 6. Expedium pre lordosed rods, 179772075 x 2.